Manufacturer narrative:
Section b2: outcomes attributed to adverse has been corrected. Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. There was no report of device thrombus, and the report of a clot in the patient¿s right ventricle could not be confirmed through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until expiring on 18may2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, hemolysis, and peripheral thromboembolism. Section 5 of the IFU, ¿surgical procedures¿, contains a sub-section on ¿preparing the ventricular apex site¿, which instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. Additionally, this section lists thromboembolism as a potential late post-implant complication. Furthermore, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's left ventricular assist device (vad) speed was decreased from 5700 rpm to 5500 rpm on (B)(6) 2024. On (B)(6) 2024, clinicians stated that the patient went into right ventricular failure. It was reported that the patient suffered hemolysis while on rp impella. They returned to the operating room for removal of the rp impella and placement of centrimag right ventricular assist device via peripheral right atrial drainage and main pulmonary artery (pa) cannulation via a cannula to a graft to the pa on (B)(6) 2024. Upon removal of the rp impella, a large clot was noticed at the tip of the catheter. Clinicians reported the need to add extracorporeal membrane oxygenation support and inquired about bi-ventricular heartmate3 support. The patient was put on a right vad with oxygenator. The patient had been off all anticoagulation medications. Diagnostic testing revealed the following: left vad speed was 5500 rpm, flow was 4.5lpm, severe left ventricular dilatation, left ventricular end diastolic diameter was 7.6cm, severe global, diffuse left ventricular hypokinesis, left ventricular (lv) ejection fraction was severely reduced, visually estimated lv ejection fraction appeared to be 10%, right ventricle appeared severely dilated, severe right ventricular hypokinesis was present, aortic valve opened intermittently, no aortic regurgitation by color or spectral doppler, no pericardial effusion was noted. Computed tomography images were not available. The patient had increased total bilirubin and lactate. Pre-implant, the patient's right ventricular function was documented as normal. The left vad did not cause or contribute to the right heart failure. Hemolysis resolved.